Event description:
It was reported that revision surgery was performed due to a fracture of the device.

Manufacturer narrative:
The fracture of the alumina femoral head likely originated near the gage point region. This region is known to be the highest stress area based on finite element analysis.